Event description:
General report received of an unspecified number of undocumented incidents of concurrent flow. On an unspecified date, the primary tubing sets were being used to deliver an unspecified volumes of normal saline, at unspecified rates, via symbiq pumps. At unspecified times, the male adapter of unspecified secondary tubing sets were connected to the proximal clave y-site of the primary tubing sets for piggyback deliveries of unspecified chemotherapeutic agents. The primary solution containers were hung lower than the secondary solution containers. After unspecified lengths of time after the piggyback deliveries were started, the nurses noted concurrent flow. The customer contact reported that the tubing of the primary tubing sets were clamped with hemostats to complete the piggyback deliveries. There were no reported adverse patient effects and no reported delay of therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided, including if the primary tubing sets were replaced.

Manufacturer narrative:
The customer indicated that the devices were discarded. The lot number of the devices that were in use are unknown. A representative device from a possible lot number (plots) 180385h was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.